Event description:
It was reported that an ilet pump user experienced a leaking cartridge/reservoir, with accelerated insulin usage from a full fill to low remaining volume within a day and resulting hyperglycemia reported at 388 mg/dl. Visual inspection by the caregiver found no obvious damage to the plunger, connector, insertion site, or cartridge, and replacement cartridges and infusion sets were arranged with troubleshooting and education completed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed a leakage related to the reservoir seal consistent with a leak/splash device problem affecting the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.